Manufacturer narrative:
There are no reports or indications of the lead having migrated and all information indicates that the system was functioning as expected. The permanent system was placed in approximately the same location as the trial system, however it is possible the permanent system was slightly malpositioned so as to not fully address the area of pain.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 after participating in a trial phase with nalu. After using the system for several months, the patient reported getting good relief from one of the leads but being dissatisfied with the placement of the other lead. The implanting physician referred the patient to a different physician for evaluation and correction of the lead placement. On (B)(6) 2026 a surgical revision was performed to remove one of the leads and place a new lateral lead. The implantable pulse generator (ipg) and the other lead remain in place with no repositioning.